Event description:
It was reported that there was an issue when lowering the bottle to 15 in pole height as he was phasing, stopped the flow of water and caused a cornea burn at the wound on unknown patient's eye. The continue irrigation was on though and no water was flowing when the surgeon noticed. The surgeon turned off continuous irrigation and turned it back on but no irrigation or turning of the mechanisms at the phaco tubing manifold. It was stated he had to end case and reprime and tune. After that it started working. No additional information was provided.

Manufacturer narrative:
A request for patient demographics and patient outcome was requested. However, no additional information was received. Device evaluation: the system was not evaluated by a field service engineer (fse), a clinical specialist or area service manager (asm), personnel were not dispatched to customer site, or no record of a service visit is recorded for this incident. Manufacturing record review: the manufacturing records for the device were reviewed. There were no discrepancies or non-conformance experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.